Manufacturer narrative:
Event date is an estimate. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2021-02655. It was reported that the patient¿s leads had migrated. It was noted that the patient was doing strenuous activities. As result, the patient¿s leads were surgically repositioned on (B)(6) 2021. Effective therapy was established post-operative.